Manufacturer narrative:
Additional information received reporting the pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected. Section d4 (primary UDI number) and (serial) has been corrected. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad). During support, the impella 5.5 pulled back into the aorta, and despite multiple repositioning attempts under echocardiographic and fluoroscopic guidance, the physician was unable to advance the impella 5.5 across the aortic valve. Device exchange was subsequently performed. The reported events include device in wrong position, device repositioning, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.